Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, near the end of the therapeutic laparoscopy, part of the subject device was damaged. The subject device was attached to olympus endoscope ltf-s190-5 and used as an insertion aid. A portable x-ray did not confirm any debris in abdominal cavity, no shadows seen. After the procedure was completed, a CT scan confirmed pieces fell into the abdominal cavity. A reoperation was performed (B)(6) 2022 and the foreign material was removed. It is unclear when c0r47 was used by the customer. The patient was discharged without further issues (B)(6) 2022.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, additional information from the customer, and the results of the device evaluation, legal manufacturer¿s investigation and the device history record (DHR) review. New information was added to the following fields: b5, d9, h3, h6, h10. Correction: e1 - hayata is the contact's last name only. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Inspection of the device found the broken part was not part of the hook but was part of the holding parts at the opposite side. As a result of inspection of the fractured surface, a wavy pattern which was typical to fatigue failure was noted. The device history records (DHR) for this device could not be reviewed since the lot number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the combined effect of stress by the repeated use and stress. However, the cause of breakage was not specified since no more analysis with the actual device was available. Olympus will continue to monitor the field performance of the device.

Event description:
Additional information was received from the customer: the foreign material was removed from the abdominal cavity on (B)(4) 2022, using a laparoscope and grasping forceps under general anesthesia. The device information for the laparoscope and grasping forceps is unknown.